Manufacturer narrative:
Product analysis: the product specimen is not available for return. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that during the implant of this mechanical valve, this valve was explanted and replaced with a new product because the suturing ring fractured when stitching the device into the patient. The device was inspected prior to implant, with no abnormalities noted. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the suturing ring was observed fractured before stitching the device in place; the physician suspected it was scratched by scalpel. The operation was extended for five minutes until a replacement could be obtained. Following surgery, the patient was discharged from the hospital without complication; no other adverse patient effects were reported. Analysis: the device was not received for analysis. Conclusion: without the receipt of the product, no definitive conclusion can be made regarding the clinical observation.